Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent and electrocautery enhanced delivery system was used transduodenal to bile duct during a biliary drainage procedure performed on (B)(6) 2022. During a biliary drainage procedure, the axios stent was attempted to be deployed in the bile duct; however, the distal flange of the axios stent was deployed outside the bile duct. The stent was removed from the patient partially deployed on the delivery system and a percutaneous drainage procedure was performed to complete the procedure. There were no patient complications reported as a result of this event.